Event description:
Hosp emergency room personnel responded to a person, condition unknown. According to the rptr, the device would charge, but would not transfer energy at 50 and 100 joules. A backup device was called for and used. The pt was resuscitated.